Event description:
The duett sealing device was deployed following an interventional procedure, via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced pain in the right groin and a bruit was detected via ultrasound. Treatment of the pseudoaneurysm consisted of manual compression. The event was resolved and no further complications were reported.